Event description:
The device was used during a laparoscopuc cholecystectomy procedure. Reportedly, the sleeve was damaged and produced shavings into pt's cavity. The surgeon used graspers to remove pieces from the cavity. The hosp has reported no pt injury occurred.